Event description:
It was reported to (B)(6) by a charge nurse via email that 10cc syringe plunger not working. Blood + medications leak past syringe plunger. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).